Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose level of 300 mg/dl and 400 mg/dl. The customer stated they would get a bent cannula. The customer declined troubleshooting for the high blood glucose. They did not mention how they treated for the high blood glucose. The device will not be returned for analysis.